Event description:
It was reported that during a laparoscopic chole procedure the device stopped firing during the procedure. Another device was used to complete the case with no patient consequence.

Manufacturer narrative:
(B)(4). Dropping or ejected. The analysis results found that the device was returned in good visual condition. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, the device fed six conforming clips and ejected the remaining eleven. Finally, it locked out as intended. However, it could not be determined what may have caused the found ejected clips. The batch record was reviewed and no anomalies were noted during the manufacturing process.